Manufacturer narrative:
The device has not been received for analysis; however, media inspection of the device provides evidence of white residue on the handle of the device. The conclusion code quality control deficiency was selected based on the identification of white stains/marks in the handle section of the catheter.

Event description:
Prior to performing a farapulse pulmonary vein isolation, a farawave catheter was selected for use. When the package was opened, the physician noticed light staining on the catheter handle and chose not to use the device. The catheter was replaced, resolving the issue, and the procedure proceeded without any patient complications. The device is expected to be returned.

Event description:
Prior to performing a farapulse pulmonary vein isolation, a farawave catheter was selected for use. When the package was opened, the physician noticed light staining on the catheter handle and chose not to use the device. The catheter was replaced, resolving the issue, and the procedure proceeded without any patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.